Manufacturer narrative:
(B)(4). The device has been requested for evaluation but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported; "blood leakage out of bottom of oxygenator." (B)(4).

Manufacturer narrative:
(B)(4). A quadrox-I adult oxygenator was returned to the factory and investigated in the decontamination / complaints laboratory. O the product was cleaned with sodium hypochlorite solution. O a leakage test according to lv 201 was carried out, and a leak from the gas outlet was confirmed. The issue was referred to the responsible quality assurance and life cycle engineers. The product was returned to the decontamination / complaints laboratory, where the gas side of the oxygenator was sawn open. On side 1 and side 3 of the oxygenator, a fiber leak was found. The first mat that was stacked was not lying flat, but is folded. The mat was fixed during manufacture in the folded state. The surface of the folded mat was damaged, and the damaged / cut surface extends longitudinally over four fibers. A small hole was found on the damaged surface of the fibers and this is the cause of the leak on the gas side. Nothing else of note was found. The damaged fiber appears to have resulted from an issue during the stacking process of the mats, caused by contact with the hot wire used for cutting the mats from the roll. It is possible that light contact with the hot wire melted the surface of the fiber with the effect that the thickness of the fiber wall was reduced, resulting in a small hole, and therefore a leak, over a period of time. This is the only complaint related to this failure, and the issue was referred to the life cycle engineering and production departments. Complaints will continue to be monitored very closely, and should a trend be established with further complaints, appropriate action within the prescribed escalation processes will be taken.

Event description:
(B)(4).